Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump delivered too much insulin during a bolus. Customer's blood glucose (bg) level was 23 mg/dl. Customer drank soda to address bg. Additionally, it was reported that the pump was submerged under water and pump is not delivery insulin as expected, the customer reportedly fell into the water. Also, the pump battery was depleting quickly. Customer reverted to an alternate method of insulin delivery.